Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. A hard reset of the radiation therapy technologist (rtt) assist hosting the primview data gateway (pvdg) after a freeze on (B) (6) noon ((B) (6) 2009 12:31 pm) resulted in corruption of pvdg database; a restart of pvdg after reboot failed. No info was reported that suggests a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Further investigation required. For a risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation.

Manufacturer narrative:
Preliminary risk assessment indicates severity: 3 (critical). Reason: case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data. Probability: c (remote). Reason: case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc ... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are concerned.